Manufacturer narrative:
The top case assembly was replaced to address an issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had an inoperable touchscreen. There was no reported harm or injury as a result of the event.